Event description:
Implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) after being in service for 44.9 months. A longevity calculation performed by technical services (ts) suggested that, based upon parameters stated over the telephone, the longevity of this device should be 6.7 years. The device will be explanted and returned to guidant to be analyzed for premature battery depletion.